Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that when air was removed from the tr band a hematoma was present proximal to the tr band. Manual pressure was applied, the tr band was repositioned and then a second tr band was applied. The patient was stable. The tr band was on the right radial site. The issue was noted, during initial use, during deflation. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in package. The balloons were able to be inflated by the healthcare professional. The other device that was used in the access site, was a statseal.